Event description:
(B)(4). Had essure implanted (B)(6) 2012 since it would be less time off work and other activities than having tubal surgery. Terrible acne started within 1 month of implantation. Gi pain and bloating started soon after which required me to have 2 upper scopes, 1 lower scope, pelvic ultrasound and an abdominal CT scan which were all negative. Had a 50lb weight gain which was nearly impossible to take off. Mood swings and fatigue were battled on a daily basis for the last 4 years. Went back to gyn with concerns of continuing abdominal and pelvic pain and had a hysterectomy 3 weeks ago. All my symptoms of acne, fatigue, mood swings and gi/ pelvic pain are gone...and I have lost 20 lbs. I am curious how the FDA and bayer can say that our problems are not "real". Clearly they are and this product needs to be removed from the market before anymore women and their families have to suffer.